Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Based on the results of the investigation the customer's allegation was confirmed. According to the investigation, product analysis confirmed additional issues; distal fiber breakage, dents on distal edge, minor stains under light guide cover glass, cracks on side of video connector, and light transmission failed. Based on the results of the investigation, a probable root cause is expected or random component failure without any design or manufacturing issue and user not following the manufacturer's instructions. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The reported issue occurred during an unspecified procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image on the screen fading in and out of focus and lines of green and red in the picture. It is unknown as to when the issue occurred or when it was identified. There was no report of patient harm or user injury associated with this event.